Event description:
It was reported that the procedure was procedure performed on a heavily calcified iliac artery (kissing iliac primitive), to treat a heavily calcified lesion. An omnilink elite stent was implanted in the right iliac artery and another omnilink elite stent was implanted in the left iliac artery. The delivery system balloons of both stents were deflated and removed from the patient without issue. Post-dilatation was performed in the right iliac artery with a fox plus 9 x 20 mm balloon. Resistance was encountered during advancement in the omnilink elite, and required force to place the balloon. The balloon was inflated at 10 bars and was deflated. During removal, the fox plus balloon encountered resistance and could not be withdrawn into the 6 french introducer sheath. The balloon was removed from the anatomy as a unit with the introducer sheath. After removal, the fox plus balloon was noted to appear irregular, as the distal part appeared larger than normal. A new 6 french introducer sheath was inserted and a control check of the implanted stents was performed. It was observed that the omnilink elite which was implanted in the right iliac artery appeared deformed. The physician decided to implant two additional omnilink elite stents inside this stent to reshape it. The final control check was good. The patient condition after the procedure is good. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath 6 fr; balloon: fox plus the device remains in the patient. The lot number was not identified. A follow-up report will be submitted with all relevant information. A fox plus 9.0/20 is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Potential causes for partial stent expansion can be affected by patient anatomical morphology, pre-dilatation strategy, inflation technique, product size selection, contrast dilution, balloon/catheter leaks, and accessory device support. In this case, based on the reported information, it may be possible that the resistance noted during advancement of the (B)(4) plus in this stent for post dilatation was due to interaction with the stent. It is likely that this interaction may have disrupted the stents placement and wall apposition causing the stent to appear deformed. As a result, two additional omnilink elite stents were deployed inside this stent to reshape it. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The difficulties in this case appear to be related to the operational context of the procedure. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4).